Event description:
It was reported the spring wire guide was found kinked upon opening the kit. A new kit was used instead. No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked upon opening the kit. A new kit was used instead. No patient involvement was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and the product lidstock for analysis. No evidence of use was observed. Visual analysis revealed that the guide wire contained one kink towards the distal end. The location of this kink would have been within the guide wire cap, protecting it from damage. Microscopic examination confirmed both welds were present and spherical. Visual analysis of the straightener tube revealed no obvious defects or anomalies. Visual inspection of the guide wire cap could not be performed as it was not returned. The kink on the guide wire measured 12mm from the distal weld. The guide wire total length measured 456mm, which is within the specification limits of 450-458mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm , which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kink would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.